Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and loss of capture (loc). Changes in threshold was due to patient's condition. Additional information obtained from the field which indicated that the lead was surgically abandoned. No additional adverse patient effects were reported.